Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. The device has been received for investigation. A follow-up will be submitted upon completion of product investigation. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
Com(B)(4).

Event description:
The device was visually inspected, and no defect was found. Voltage testing was performed and passed. A pairing test was performed and failed. A review of the data log confirmed the reported event of loss of connection. The probable cause was determined to be a defective transmitter.